Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and was attributed to a loose interconnection flex cable on the system board. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "pacer fault 116", "pacer disabled", and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.